Event description:
Patient was revised to address stem loosening and pain. Report also noted that the cup was not well fixed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address stem loosening and pain. Report also noted that the cup was not well fixed. On (B)(6) 2012, litigation papers received which lists the patient also suffered from elevated metal ion levels.

Manufacturer narrative:
The report states patient was revised to address stem loosening and pain. Report also noted that the cup was not well fixed. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (right side). Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.